Event description:
Per oos, this lead dislodged and after repositioning, there was no capture. The physician noticed damage on the lead approx 15cm from the proximal end. This lead was replaced with linox sd 65/16, (B) (4).